Manufacturer narrative:
Although there were reportedly no impact to the patient, the oxygenator was changed out with an estimated blood loss of 200-cc. Involved device is in transit to the manufacturing facility in another country for evaluation. A supplemental follow-up report will be submitted when the evaluation results are available. The lot number of the involved device is not known. Therefore, meaningful evaluation of retained samples or quality records is not possible. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. Oxygenator use and performance under standardized conditions are addressed in the device labeling. In addition, the potential for increased pressure at the blood inlet port is addressed in the warnings section of the IFU with the statement: "pressure at the blood inlet of the oxygenating module should not exceed 133 kpa (1000 mmhg). Pressures greater than 133 kpa (1000 mmhg) may cause leaks or damage to the device." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. As stated above, a supplemental follow-up report will be submitted when the returned sample evaluation results are available.

Event description:
The user facility reported that pressure increased during a bypass procedure. The perfusionist reportedly changed out the oxygenator with an estimated blood loss of 200-cc. The procedure was completed successfully using a second unit and the patient is reported as "doing well" post-operatively.